Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-0278879. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. D11 - medical products - unknown femoral head, unknown zmr cone body, unknown acetabular cup, unknown acetabular liner, all catalog#'s: ni all lot's#: ni; therapy date: ni

Event description:
Information was received based on review of a journal article titled, "is there a benefit to modularity in ¿simpler¿ femoral revisions? " it was reported that an unknown number of patients with modular stems were revised due to septic failure mode.